Event description:
During procedure, surgeon needed to use a medtronic cranial perforator bit. Prior to starting drilling, circulator verified that the gas pressure was within manufacturer's limits. Started at 90 psi, turned up to 100 psi per surgeon's instructions (still within limits per manufacturer). Surgeon drilled 4 burr hole sites. 1st site the bit functioned correctly and the safety engaged properly. 2nd site the safety did not engage and drill continued past the skull, with no signs of injury per the surgeon. 3rd and 4th sites the safety did not engage, but surgeon was able to stop the bit prior to it drilling past the skull. Circulator observed the entire drilling process and can verify that surgeon did not appear to be putting extra pressure on the drill.